Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episodes of noise were stored on this pacemaker, although the noise was not oversensed. The noise was observed on the right ventricular (rv) channel, although it was reportedly short in duration and did not lead to asystole. Subsequently, pacing impedances on the right atrial (ra) channel were noted to be high out of range. Boston scientific technical services (ts) discussed troubleshooting options with the health care provider. No adverse patient effects were reported. This pacemaker and the non-boston scientific leads remain in service.